Event description:
It was reported that an ilet user experienced intermittent touch responsiveness limited to select areas of the screen, which prevented interaction and resulted in being unable to resume insulin delivery after a pause; a replacement device was arranged. Symptoms included no adverse clinical effects, and the user¿s blood glucose was reported to be in range. Outcomes included interruption of insulin delivery and the need to implement a backup insulin plan. Investigation included remote troubleshooting and collection of device history with plans for device return and assessment. Investigation of this case revealed a suspected touchscreen malfunction involving the user interface display assembly consistent with a hardware performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure not related to user error.